Event description:
It was reported that the customer was hospitalized with dka. Troubleshooting conducted indicated the device was functioning properly. Instructed the nurse to have the customer change the set and rotate the site. Advised to have the customer called back in regards to the events that lead up to the hospitalization.